Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable elecsys ft4 ii assay and elecsys ft3 iii results for multiple samples for one patient. On (B)(6) 2017, the patient had been diagnosed as hyperthyroid. After being treated for a while, the endocrinologist noticed the ft3 and ft4 results were high even though the tsh results and clinical symptoms appeared to be back to normal. The doctor suspected a t3 autoantibody, t4 autoantibody, or another interference that impacted the results. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided. (B)(6).

Manufacturer narrative:
Two samples from the patient were submitted for investigation. ((B)(6) 2017 and (B)(6) 2017) the results for the sample taken on (B)(6) 2017 generated by the customer were: tsh = 0.066 uiu/ml. Ft3 = 7.33 pg/ml. Ft4 = 2.2 ng/dl. Investigation of the provided samples found an interfering factor to a component of the reagent in the sample. This most likely caused the high ft4 and ft3 results. The rarely occurring event of identified interfering factor is documented in product labeling for the assays. Therefore no product problem could be found. The incidence rate of the identified interfering factor is monitored on a quarterly basis.